Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell, felt weaker than usual and had a heart rate in the 30's. The right ventricular lead exhibited a loss of capture in bipolar configuration; the device was reprogrammed to unipolar mode. On (B)(6) 2016, the lead was successfully capped and replaced. The patient tolerated the procedure well.